Event description:
Related to MFR report number: 2183959-2014-00152. It was reported the patient experienced recurring rectocele and prolonged bowel emptying. The patient underwent vaginal reconstruction and implant of another graft on (B)(6) 2013. The event had not resolved as of (B)(6) 2014. No further patient complications were reported in relation to this event.

Event description:
Additional information received indicated the patient underwent laparoscopic rectopexy surgery on (B)(6) 2014.